Event description:
On 12/12/96, a MFR sales rep attended a device implant and sideport injection at the facility. During the device sideport bolus injection, it was discovered that the pt's skin was extremely difficult to puncture with the needle. The MFR representative has some old style sterile needles available which were provided for the bolus injections.

Manufacturer narrative:
A trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. In addition, a review of the device history record was performed on this catalog/lot number and no manufacturing variances were identified in relation to this event. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.